Event description:
Patient self tester reported discrepant low results when testing inratio. The results are as follows: (B)(6) inratio=3.3 with trainer, (B)(6) inratio=2.0, (B)(6) inratio=1.7. Therapeutic range = "around 3.0". Patient self tester was milking finger after the finger stick; unable to obtain sufficient blood sample; sample was not applied immediately after the finger stick.

Manufacturer narrative:
The customer did not provide any reference values for comparison. The accuracy of the customer's inratio results cannot be determined without this information. It is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. The lot meets release specification. Several improper techniques were identified in the complaint. These cannot be ruled out as a cause for the unexpected results. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.